Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by stryker, when a malis 100 irrigating bi polar tubing was opened, inside the paper wrap, a lot of blue was visible. No adverse or delays reported.